Event description:
Upon completion of the peritoneal analysis treatment moisture was found in the cycler. A cassette leak is alleged. Patient did not require any medical intervention. Effluent remains clear. The cassette was discarded therefore, no sample was returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The following medwatch reports are associated: MDR# 8030665-2013-00420 and 8030665-2013-00421.